Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of the essure device/ migration of essure device ¿ left coil (ultrasound only showed the right coil, unsure of placement of left)"), depression ("depression"), anxiety ("anxiety"), abortion spontaneous ("subsequent miscarriage") and pregnancy with contraceptive device ("unintended pregnancy") in a (B)(6) female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy and cholecystectomy. Previously administered products included for birth control: oral pills from 2003 to (B)(6) 2008. Concurrent conditions included nausea, breast tenderness, chest pain and appetite lost. In 2008, the patient experienced acne ("acne"), rash ("rashes") and urticaria ("hives"). On (B)(6) 2008, the patient had essure inserted. In march 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal, heavy bleed") and menstruation irregular ("irregular, heavy bleed"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced abdominal distension ("severe bloating/ bloating"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("chronic yeast infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. In november 2013, the patient experienced depression (seriousness criterion hospitalization) and anxiety (seriousness criterion hospitalization). In 2015, the patient experienced arthralgia ("hip pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced insomnia ("insomnia"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), palpitations ("heart palpitations") and somnolence ("more sleepy and drowsy"). The patient was hospitalized for 7 days sometime in (B)(6) 2014 until sometime in 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with benadryl (benadryl [diphenhydramine,paracetamol,phenylpropanolamine hydrochlorid), ibuprofen, dozol (tylenol [diphenhydramine hydrochloride,paracetamol]) and citalopram. Essure treatment was not changed. At the time of the report, the device breakage, anxiety, vaginal haemorrhage, menorrhagia, palpitations, urinary tract infection, fungal infection, acne, rash, urticaria, vaginal discharge, weight increased, insomnia, menstruation irregular, arthralgia and back pain outcome was unknown and the device dislocation, depression, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, dysmenorrhoea, alopecia, fatigue and somnolence had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, acne, alopecia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, fungal infection, insomnia, menorrhagia, menstruation irregular, palpitations, pregnancy with contraceptive device, rash, somnolence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. This case ((B)(6)) was linked to case ((B)(6) second pregnancy) & ((B)(6) third pregnancy). Patient was going in and out of behavior hospitals taking medications but they were not working, more sleepy and drowsy. She had dilation and curettage in (B)(6) 2014 for second miscarriage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: positive. Insertion details, (B)(6) 2008: operation: diagnostic hysteroscopy with an essure tubal. Findings: retroverted uterus. Both tubal ostia were visualized and patent without any complications. Right tubal ostia. Three coils remaining outside of the tubal ostia. Left tubal ostia. Eight coils remained outside the tubal ostia. Essure confirmation test(s) conducted, in (B)(6) 2009, transvaginal ultrasound. Coil should not move. Every looks good and should not have problems. On (B)(6) 2013, us pregnancy transvaginal: reason for exam: possible miscarriage. Impression: first trimester fetal demise. On (B)(6) 2013, ultrasound shows fetal pole with probable demise, no fht. Left sided cp. Cxr negative, d-dimer positive. Perfusion scan shows no pe. Bleeding less frequent. On (B)(6) 2014, us pelvis, impression: right essure coil was not identified by ultrasound. On (B)(6) 2015, us pregnancy transvaginal, impression: limited examination due to patient body habitus. No iup or definite ectopic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, abortion spontaneous, pregnancy with contraceptive device, fatigue, somnolence, vaginal haemorrhage, depression, anxiety, palpitations. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dysmenorrhea (cramping), bloating, migration of essure device ¿ left coil (ultrasound only showed the right coil, unsure of placement of left) were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, palpitations, device breakage, urinary tract infection, fungal infection, anxiety, acne, rash, urticaria, vaginal discharge, weight increased, insomnia, menstruation irregular, pelvic pain, arthralgia, back pain, abdominal pain, somnolence were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of the essure device/ migration of essure device ¿ left coil (ultrasound only showed the right coil, unsure of placement of left)"), depression ("depression"), anxiety ("anxiety"), abortion spontaneous ("subsequent miscarriage") and pregnancy with contraceptive device ("unintended pregnancy") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 526910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, cholecystectomy, gallbladder sludge, multi gravida and parity 3. Previously administered products included for birth control: oral pills from 2003 to (B)(6) 2008. Concurrent conditions included nausea, breast tenderness, chest pain, appetite lost and obesity. Concomitant products included citalopram hydrobromide (celexa) from 2016 to 2017 and iron (iron supplement) since 2016. In 2008, the patient experienced acne ("acne"), rash ("rashes") and urticaria ("hives"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal, heavy bleed") and menstruation irregular ("irregular, heavy bleed"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced abdominal distension ("severe bloating/ bloating"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("chronic yeast infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2013, the patient experienced depression (seriousness criterion hospitalization) and anxiety (seriousness criterion hospitalization). On (B)(6) 2013, 5 years after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced arthralgia ("hip pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced insomnia ("insomnia"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), palpitations ("heart palpitations") and somnolence ("more sleepy and drowsy"). The patient was hospitalized for 7 days sometime in (B)(6) 2014 until sometime in 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with benadryl (benadryl [diphenhydramine,paracetamol,phenylpropanolamine hydrochlorid), ibuprofen, dozol (tylenol [diphenhydramine hydrochloride,paracetamol]) and citalopram. Essure treatment was not changed. At the time of the report, the device breakage, anxiety, vaginal haemorrhage, menorrhagia, palpitations, urinary tract infection, fungal infection, acne, rash, urticaria, vaginal discharge, weight increased, insomnia, menstruation irregular, arthralgia and back pain outcome was unknown and the device dislocation, depression, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, dysmenorrhoea, alopecia, fatigue and somnolence had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, acne, alopecia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, fungal infection, insomnia, menorrhagia, menstruation irregular, palpitations, pregnancy with contraceptive device, rash, somnolence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. This case (B)(4) was linked to case (B)(4) second pregnancy) & (B)(4) third pregnancy). Patient was going in and out of behavior hospitals taking medications but they were not working, more sleepy and drowsy. She had dilation and curettage in (B)(6) 2014 for second miscarriage with essure. Current weight 280.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pregnancy test - on (B)(6) 2013: positive ultrasound scan vagina - in (B)(6) 2009: coil should not move. Insertion details, (B)(6) 2008: operation: diagnostic hysteroscopy with an essure tubal. Findings: retroverted uterus. Both tubal ostia were visualized and patent without any complications. Right tubal ostia. Three coils remaining outside of the tubal ostia. Left tubal ostia. Eight coils remained outside the tubal ostia. Essure confirmation test(s) conducted, in (B)(6) 2009, transvaginal ultrasound. Coil should not move. Every looks good and should not have problems. On (B)(6) 2009 trasvaginal ultrasound was performed having result are everything looks good and should not have any problems. On (B)(6) 2013, us pregnancy transvaginal: reason for exam: possible miscarriage. Impression: first trimester fetal demise. On (B)(6) 2013, ultrasound shows fetal pole with probable demise, no fht. Left sided cp. Cxr negative, d-dimer positive. Perfusion scan shows no pe. Bleeding less frequent. On (B)(6) 2014, us pelvis, impression: right essure coil was not identified by ultrasound. On (B)(6) 2015, us pregnancy transvaginal, impression: limited examination due to patient body habitus. No iup or definite ectopic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, abortion spontaneous, pregnancy with contraceptive device, fatigue, somnolence, vaginal haemorrhage, depression, anxiety, palpitations. Most recent follow-up information incorporated above includes: on 12-jun-2018: from pfs lot number updated, lab data added. Gravida and parity are updated. Concomitant drug and condition are added. Patient information are updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of the essure device/ migration of essure device ¿ left coil (ultrasound only showed the right coil, unsure of placement of left)"), depression ("depression"), anxiety ("anxiety"), abortion spontaneous ("subsequent miscarriage") and pregnancy with contraceptive device ("unintended pregnancy") in a 30-year-old female patient (gravida 4, para 3) who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy, cholecystectomy, gallbladder sludge, multi gravida and parity 3. Previously administered products included for birth control: oral pills from 2003 to (B)(6) 2008. Concurrent conditions included nausea, breast tenderness, chest pain, appetite lost and obesity. Concomitant products included citalopram hydrobromide (celexa) from 2016 to 2017 and iron (iron supplement) since 2016. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced acne ("acne"), rash ("rashes") and urticaria ("hives"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal, heavy bleed") and menstruation irregular ("irregular, heavy bleed"). In 2012, the patient experienced abdominal distension ("severe bloating/ bloating"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("chronic yeast infection"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2013, the patient experienced depression (seriousness criterion hospitalization) and anxiety (seriousness criterion hospitalization). On (B)(6) 2013, 5 years after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced arthralgia ("hip pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced insomnia ("insomnia"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), palpitations ("heart palpitations") and somnolence ("more sleepy and drowsy"). The patient was hospitalized for 7 days sometime in (B)(6) 2014 until sometime in 2014. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with benadryl (benadryl [diphenhydramine, paracetamol, phenylpropanolamine hydrochlorid), ibuprofen, dozol (tylenol [diphenhydramine hydrochloride, paracetamol]) and citalopram. Essure treatment was not changed. At the time of the report, the device breakage, anxiety, vaginal haemorrhage, menorrhagia, palpitations, urinary tract infection, fungal infection, acne, rash, urticaria, vaginal discharge, weight increased, insomnia, menstruation irregular, arthralgia and back pain outcome was unknown and the device dislocation, depression, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, dysmenorrhoea, alopecia, fatigue and somnolence had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, acne, alopecia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, fungal infection, insomnia, menorrhagia, menstruation irregular, palpitations, pregnancy with contraceptive device, rash, somnolence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure devices. This case (B)(4) was linked to case ((B)(4)second pregnancy) & ((B)(4) third pregnancy). Patient was going in and out of behavior hospitals taking medications but they were not working, more sleepy and drowsy. She had dilation and curettage in (B)(6) 2014 for second miscarriage with essure. Current weight 280.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pregnancy test - on (B)(6) 2013: positive. Ultrasound scan vagina - in (B)(6) 2009: coil should not move. Insertion details, (B)(6) 2008: operation: diagnostic hysteroscopy with an essure tubal. Findings: retroverted uterus. Both tubal ostia were visualized and patent without any complications. Right tubal ostia. Three coils remaining outside of the tubal ostia. Left tubal ostia. Eight coils remained outside the tubal ostia. Essure confirmation test(s) conducted, in (B)(6) 2009, transvaginal ultrasound. Coil should not move. Every looks good and should not have problems. *on (B)(6) 2009 trasvaginal ultrasound was performed having result are everything looks good and should not have any problems. On (B)(6) 2013, us pregnancy transvaginal: reason for exam: possible miscarriage. Impression: first trimester fetal demise. On (B)(6) 2013, ultrasound shows fetal pole with probable demise, no fht. Left sided cp. Cxr negative, d-dimer positive. Perfusion scan shows no pe. Bleeding less frequent. On (B)(6) 2014, us pelvis, impression: right essure coil was not identified by ultrasound. On (B)(6) 2015, us pregnancy transvaginal, impression: limited examination due to patient body habitus. No iup or definite ectopic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, abortion spontaneous, pregnancy with contraceptive device, fatigue, somnolence, vaginal haemorrhage, depression, anxiety, palpitations. Batch number 526910 is invalid lot number: 626910 manufacture date: 2008/04 expiration date: 2010/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.